Event description:
My daughter placed a new dexcom g6 in her body. Within three hours of placing it, the g6 stated that her blood sugar was low which is an indicator that she is in a "life-threatening" situation. Meaning, her blood sugar is lower than 40. This was in the middle of the night. I immediately awoke and rushed to her room to assess the situation. I began by giving her blood sugar while she was in a groggy state. While she was drinking apple juice, I manually checked her blood sugar, but it was over 100! This should never happen with a medical device that is supposed to monitor someone's life.